Event description:
It was reported that the asymptomatic patient presented in the operating room for left ventricular lead extraction due to high capture thresholds and intermittent capture issues. The lead was successfully explanted and replaced. Patient was stable post procedure.